Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation results require.

Event description:
It was reported that during setup for a surgical procedure, the drill heated up. This event did not occur during a surgical procedure, so there was no pt involvement. Backup equipment was available to complete the scheduled procedure, without causing a delay. No user injury was reported, and no other adverse consequences were alleged with this event.